Event description:
The patient contacted animas on (B)(6) 2012 reporting a low blood glucose around 2.2 mmol/l with shakiness. The patient reported treating with oral carbohydrate and having blood glucose levels increase. The patient stated that it was not clear when the low blood glucose levels occurred however, the patient believed that the lows were during the morning. The patient confirmed that all of the pump settings were correct. The patient denied priming while attached or infusing extra insulin. The patient stated that the boluses appeared to be correct and were showing completed in the history. The total daily dose history was reviewed and the patient confirmed that the total daily dose calculated to about the same for each day. The patient was advised to take note of other possible contributing factors and review with a health care professional for possible need for insulin regimen adjustments. This report is made based on the allegation that the patient experienced hypoglycemia of unknown cause while using the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.